Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with "adult idiopatic scoli" underwent an unknown corrective spinal procedure. It was reported that 4 set screws have backed out and that the rod has migrated "from its foundation". A revision surgery is planned. No further details are known at this time.